Event description:
It was reported that the physician accessed the left groin for a right lower extremity intervention and imaged with the ivus catheter distal to proximal from the tibioperoneal (tb) trunk and then stopped. Upon trying to retrieve the ivus catheter from the patient over the aortic bifurcation, the physician felt resistance and it appears that the ivus catheter was stuck. On fluoroscopy it looked as though the guidewire (different manufacturer) had prolapsed and the ivus catheter would not track over it. At this time a sheath was not being used. The physician manipulated the guidewire and the ivus catheter and was able to maneuver them out of the body. The ivus catheter was examined and it appears that the distal portion mid catheter) of the rx was torn with the "wiring" prolapsed out of the housing. A fault catheter message was displayed on the monitor. Another ivus catheter was used and the physician successfully completed the procedure. It was reported that the patient was doing well at the end of the case. There was no report of adverse event.

Manufacturer narrative:
(B)(4) the eagle eye platinum ivus catheter was returned to the manufacturer for evaluation. The visual inspection confirmed the damage to the ivus catheter. A zippered tear in the distal shaft near the exit port was observed and the core wire was exposed. There were also traces of blood in the distal shaft. The customer reported serial (B)(4); however, serial number of returned device is (B)(4). It was confirmed by the clinical sales representative that the correct device was received. The image test was also performed and failed. Based on the physical examination of the ivus catheter, it appears that the guidewire punctured the lumen and the catheter got stuck in the guidewire. This could have resulted in the lumen becoming damaged and torn in the distal shaft. The lumen puncture is a result of user handling. This failure is typically observed when the guidewire and the catheter are not held straight while loading the catheter over the guidewire. The IFU precaution for this device states "when inserting the guide wire both catheter and guidewire must be straight with no bends or kinks, or damage to the inner lumen may occur." The electrical integrity of the device can be affected by external factors such as device manipulation and applied pressure during use. However, it is not possible to determine when the failure occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.